Manufacturer narrative:
Additional information was received on june 15, 2015. Third party manufacturer performed a batch record review for lot number 13fm0216c as well as the retention samples and no discrepancies were found. One sample was tested with air - 60 ml for 10 minutes and water - 45ml for 24 hours. Five other samples from other lots were also tested and no issues were noted during inflation, retention and deflation. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 13, 2015.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. It is reported that the product was not used on pt. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Note: this case is related to pt identifier #: (B)(6)reported under MFR's report #: 1049092-2014-00127. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that upon opening a fms product for sue on pt, prior to insertion a tear was noticed in the balloon. It is reported that an additional product was taken off the shelf for use which experienced deflation difficulties after testing.